Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported seeing "red dots" in barrel of syringe after injection. Stated, the "red dots" are on the wall of the barrel and did not smear or run off when the insulin was in syringe. Stated, it happened this morning and yesterday. Stated, 2 syringes were affected but she is only sending in one sample because she needs proof it happened. Could not provide any product information. Stated, she discarded the box lot, catalog numbers are not available. Date of event: 2025-12-05 & 2025-11-05 samples: yes cl.